Manufacturer narrative:
It was reported during a procedure to explant the patient¿s ipg for infection the physician cut the lead and partial was left implanted. Surgical intervention may take place at a later date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a procedure on (B)(6) 2021 (manufacturer report number 3006705815-2021-04620) to explant the patient¿s ipg for infection the physician cut the lead and partial was left implanted. Surgical intervention may take place at a later date.